Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline had resistance in the distal shaft of the phenom catheter and the pipeline along with another failed to deploy. Attempts were made to deliver and deploy the pipeline (pli10), however, it was very hard and the stent too was not deployed properly, so it was collected. The second pipeline was opened (pli20), but it was collected due to a deployment defect, just like the first one. The catheter was flushed with heparin-added saline during the procedure. The pipeline was not stuck. The pipeline failed to deploy in the distal stent region. It was not positioned in a bend. Less then 50% had been deployed when it failed to open. No other operation was done to deploy the stent. The pipeline was resheathed 3 or more times. The stent was removed from the patient's body with the microcatheter. The location of the treated aneurysm was the internal carotid artery c2-c3. Maximum diameter of approximately 10 mm, neck diameter of 6 mm.

Event description:
Additional information received reported vessel tortuosity was moderate. No patient symptoms were reported. The procedure was completed with a third pipeline successfully implanted and the procedure was completed. No visible damage was observed on the pushwire or catheter.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the pushwire was returned stuck within phenom 27 catheter. In addition, partial of distal hypotube, pads, sleeves and tip coil were deployed from the catheter distal tip. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield were found fully opened and moderately frayed. No bend found on the pipeline flex shield pusher. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter distal tip/marker band were found to be flattened. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the pipeline flex shield was pushed out from the catheter without issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, the cause for damage could not be determined. There was no non-conformance to specification identified that led to the failure to open issue. However, phenom 27 catheter and pipeline flex shield could not confirm to have resistance as no defect was found with the returned phenom 27 catheter and no resistance or issues occurred during the testing. (Nikkhs2 2022-06-12). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.